Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that during the surgery of an implant, the implant with the implant mount fell to the ground when holding it with the sshs. The sshs instrument is working properly. Doctor indicated procedure was not completed, site was filled with bone. The patient has moderate density (type ii) bone. Tooth location is 36.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A single tsv assembly (tsv6b8) with mount was returned for investigation. The sshs driver mentioned in the complaint description was not returned. The implant assemble was visually inspected and photographed under magnification. The implant and mount presented in near-pristine condition, with no signs of significant wear, damage, or deformation noted. The assembly was functionally tested with compatible drivers, and successfully gripped the drivers when tested with in-house driver. No functional test could be performed on the sshs driver as a result of this complaint as it was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.